Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
Vessel was emptying itself after filling patients stroller. The patient has done everything according to the instruction

Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.